Event description:
Pump declared alarm 30 during pumping session. The customer's blood glucose level did not exceed 500 mg/dl. Technical support assisted in loading a new cartridge, and customer successfully resumed insulin therapy.